Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the displayed no image could not be determined as the issue was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while connecting the evis exera bronchovideoscope to the cv-190 tower, there was no image. The entire screen became black and showed no images. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer was instructed to reseat the maj-1941 digital light source cable but the issue persisted. The customer connected a different scope to the tower and was able to see an image. It was recommended that the customer to send the evis exera bronchovideoscope in for repair. Customer declined repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.